Event description:
It was reported that during a da vinci-assisted surgical procedure, the procedure was initiated by reviewing the cavity and identifying the largest fibroid. Traction and cutting with hemostasis were performed. As the tissue and adhesions were being separated, traction was applied with the bipolar forceps to the tissue. When the instrument was rotated, it was found that one of the jaw pieces was misaligned, preventing its movement for removal. As a result, the trocar and instrument were withdrawn. The trocar was reinserted along with a new bipolar forceps instrument, and the procedure continued without any further issues. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the distal part of the instrument was the issue. The instrument was inspected before the procedure. The surgeon was going to retract tissue. There were no collisions with other instruments and no fallen fragment(s). The instrument will be returned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed the primary finding of instrument to be related to the customer reported complaint. The instrument was found to have one bent grip at the base. The grips were not found be cracked. The instrument was rubbing against the conductor wire causing tip to not move smoothly. Common causes of the failure mode are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments additional observation related to customer complaint the instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A lot of the wire protrudes above the outer surface of the distal clevis. The wire insulation was not damaged, and the instrument passed the electric continuity test. The conductor wire was not exposed. Components adjacent to the dislodged wire do not show damage. Common causes include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.